Event description:
The customer reported an intermittent loss of vascular imaging mode functionality and cinema playback. No patient or user injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine hard disk drive was evaluated and replaced. The system was tested, found to be working as intended and put back into service.